Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages were observed. The microcatheter was flushed using a lab-sample syringe, then a lab-sample guidewire was introduced and advanced until it reached the distal end of the microcatheter. No resistance was felt. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. A review of manufacturing documentation associated with this lot (31238797) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the full primary UDI number and to report that the product analysis lab received the complaint device on 11-jul-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the independent review of the short 22-second wechat video of the monitor showing the vessel that was included in the complaint. The review was completed on 17-jul-2024. ¿from the description it is clear that the stent would not come out of the microcatheter. There is a video (captured by phone) supplied that shows that the distal portion of the enterprise was delivered but the proximal portion did not come out of the microcatheter. I do not see a movement where the microcatheter is pulled back while the pusher wire is advanced but assume that this technique was tried by the physician. The fact that the retrieval happened (with the majority of the distal portion of the stent being delivered) shows that there is indeed a fixation in the distal catheter. This may be due to reflux of blood in the catheter that can lead to clogging. Mechanical failure can be another explanation and analysis by r&d evaluation of the retrieved stent may lead to a better understanding. The cause cannot be deduced from the description and the video.¿ physician name and date reviewed: (B)(6) md, msc, (B)(6) 2024. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31238797) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 31238797) was delivered to the target site. Then the 4mm x 23mm enterprise 2 (encr402312 / 8598554) was delivered, it became impeded at the distal end of the microcatheter and could not pass through. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. The procedure as prolonged by approximately 10 minutes there was no report of any negative patient impact. On 27-jun-2024, additional information was received. Per the information the target vessel of the procedure was the posterior communicating segment of the internal carotid artery (ica). A continuous flush had been maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. The stent / stent delivery system did not appear damage when the device was removed from the patient. Nothing unusual was noted about the system prior to use. The replacement stent was another 4mm x 23mm enterprise 2 (encr402312). The information confirmed there was no negative patient impact and the physician did not consider the 10-minute procedure extension to be clinically significant. A short 22-second wechat video of the monitor showing the vessel was included in the complaint. This video is pending independent physician review.